Event description:
It was reported that the pump began melting. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: ios / ios_iphone 13 pro max / 3.5.1 / ios_16.0.3.